Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin exited multiple tubings during fill tubing. Customer's blood glucose was 309 mg/dl. Reportedly, the infusion set was changed to address the event.